Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was failing calibration for a low flow error. Mss discussed that this was due to a failing circulation pump. Per follow up information received on 12-aug-2022, there was no patient involvement as it was found during calibration.

Event description:
It was reported that the arctic sun device was failing calibration for a low flow error. Mss discussed that this was due to a failing circulation pump. Per follow up information received on 12-aug-2022, there was no patient involvement as it was found during calibration.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. The device was evaluated. The flow rate was normal during the initial test. Decon tech stated unit filled properly. Reported issue could not be reproduced. No repairs were made as the device functioned as intended. A 2k pm was performed. The control panel coin cell battery had a life of 2 or more years. The tank tubing was expanded. The flow meter was replaced preventatively. Cleaned condenser coil. Clean tank and level sensor. Performed 2k pm service on the unit. Serviced the mixing (sn # (B)(6)), and circulation (sn # (B)(6)) pumps. Replaced the heater # 1915, with new heater # 2205, manifold o-rings, drain valves, tank tubing, flow meter and the coin cell # 18.3.13., with new coin cell # 21.6.17. The device passed all applicable testing and is ready for use. The DHR is not required as this is not an out-of-box failure. Based on the results of this investigation, no additional actions are required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.